Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) pump due to the pump not operating anymore. The pump was not able to pump to the full capacity anymore likely due to the age of the device or a sticky pump/valve issue. The patient is expected to fully recover following the procedure.